Event description:
Patient underwent focused ultrasound treatment for essential tremor. The patient developed blisters at various locations around their scalp.

Manufacturer narrative:
No irregularities with device or mr operation. Treatment parameters were in line with the typical range. No failures of the system were reported. The treatment process was as expected. No new risk has been recognized.